Manufacturer narrative:
Per the information obtained from the investigation, it was found out that there was no reported patient fall and no problems with the device. The hospital personnel failed to lock the rotation lever which the caused a swinging motion of the table prior to transferring the patient from the hospital bed to the table. An educational in-service was conducted by the manufacturer regarding the table setup, patient transfer and patient safety. The IFU/owner's manual of the table was reviewed for information pertaining to locking the rotation lever and found to be sufficient. This incident is thus deemed as a use error as there was a failure to follow manufacturer's recommended guidelines and recognized best practices for patient safety.

Event description:
A patient fell during the transfer from the operating table back to the hospital bed. The frame was suspected to be unlocked which caused the patient to fall and hit the floor.

Event description:
A patient fell during the transfer from the operating table back to the hospital bed. The frame was suspected to be unlocked which caused the patient to fall and hit the floor.